Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise, oversensing and inhibition of pacing. There was no asystole reported. Isometrics were able to reproduce noise. The lead also displayed low, out of range pace impedance and was producing muscle stimulation. The patient was seen for a surgical intervention procedure where the lead and device were explanted and replaced. Both products have been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.